Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a pelvic floor repair procedure performed on (B)(6) 2018. According to the complainant, during procedure, the capio device detached preventing the passage of the mesh into the left ligament. Reportedly, right unilateral reaction was less satisfactory. There was no information what part of the device detached, and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the needle carrier detached. Should additional relevant details become available, a supplemental report will be submitted.